Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 143 mg/dl. The customer stated that the device was dropped, three days prior to the phone call. The device had not gotten wet. The customer was advised that the device needed to be replaced. The customer was advised to revert to a backup plan. Nothing further was reported.